Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported particles in valve and capsular contracture baker grade unknown. Device has been explanted and replaced.

Event description:
Healthcare professional reported, a left side deflation. Is captured as deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional confirmed left side capsular contracture did not occur.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as fold flaw opening. Particles in valve: not observed. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5; b6; d9; h3; h6.